Event description:
Information received indicates the casters are ratcheting after the brake is applied. Brake not holding.

Manufacturer narrative:
The technician found the brake pads were moving down the shaft and resting on the caster tire. The technician replaced the foot end brake horn assemblies to repair the stretcher.